Event description:
A stryker core impaction drill was called in for repair due to overheating during a wisdom tooth extraction. No adverse consequence was reported, the procedure was completed with the same device.

Manufacturer narrative:
During the quality investigation, the customer's complaint was duplicated; the device overheated during testing. Further investigation revealed a broken rotor and core driveshaft. Corrosion damage to the motor was identified as the primary cause of the failure. The parts were replaced and the device was repaired and returned to the customer.